Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Customer reported remaining test strips were depleted and no test strips will be returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 222 mg/dl and 112 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.